Manufacturer narrative:
510(k) number for similar product code of 826631: k914479. (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
I had some trouble with the new icp probes last night when I was trying to icp monitor a lady in (B)(6) itu who had a very tight looking scan and a gcs of 8. So the first one had an opening pressure of 4mmhg and initially the waveform was good but when we started closing the wound the trace had alternation flat line and good waveform. I decided to change both the box and the probe. The next probe had an opening pressure of 2 which was somewhat surprising given the scan findings. As the waveform was good with that probe I left it in for about an hour and half. What concerned me was that the icp was reading never rose above 6 even when she was laid flat and being turned. I found one of the old white probes and put that in instead with an opening pressure on 12mmhg! (B)(6) had patient this week whose icp was reading negative despite a scan showing a horrible contusion and midline shift.